Manufacturer narrative:
A steris service technician contacted the user facility and discussed the reported event with a user facility's biomedical technician. Through follow-up, it was determined that one of the threaded fittings on the filter housing was over-tightened, subsequently allowing water to leak out. The endoscope reprocessing system is not under a steris service contract and is serviced and maintained by the user facility. The biomedical technician elected to make repairs to the filter housing. The steris service technician counseled the biomedical technician on the importance of not over tightening the threaded fittings on the filter housing.

Event description:
The user facility reported that water was leaking from their advantage plus endoscope reprocessing system and out onto the floor. No report of injury.